Event description:
During routine testing of the device, the user reported the hematocrit saturation probe generated a "color chip failure" error message. The user discovered the "color chip failure" error message when servicing a broken auxiliary board. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.